Event description:
The manufacturer received information alleging a patient became disconnected from a ventilator and expired. According to the reporter of the event, the ventilator was alarming when a nurse entered the room and found the patient disconnected from device. The ventilator was returned to the manufacturer for evaluation. The device passed all testing and was found to operate and alarm as designed. The ventilator's downloaded event logs were reviewed by the manufacturer. The device maintains the event logs in non-volatile memory. An event, as logged by the device, includes every keypress, alarm or failure of the device to remain within specifications. There were no events logged related to device performance or device malfunctions. If a device malfunction occurred, the event logs would have contained entries related to the malfunction. On the reported day of the event, (B)(6) 2018, frequent low inspiratory pressure and patient circuit disconnect alarms were logged. A patient circuit disconnect alarm began sounding at 19:58:26 local time. This alarm had a duration of 940 seconds (approximately 15.6 minutes). This alarm sounded until it was acknowledged, as evidenced by an alarm silence/reset keypress, at 20:14:02 local time. The ventilator was manually powered off at 20:14:06 local time and was not powered on again until 21:17:48 local time on (B)(6) 2018. The manufacturer concludes the ventilator did not cause or contribute to the reported event. The device alarmed as designed to alert the caregiver of the event.